Event description:
It was reported that the user experienced recurrent low blood glucose readings while using the ilet system, with cgm values below 70 mg/dl and confirmatory fingerstick values approximately 10 mg/dl higher at night; the user reported pausing insulin previously during lows but now only pauses for exercise or showers, does not announce high glucose for correction, and uses a higher cgm target at night and a lower target during the day. Symptoms included hypoglycemia. Outcomes included use of oral glucose for treatment. Investigation included troubleshooting and education provided by clinical support. Investigation of this case revealed no device malfunction identified and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.